Manufacturer narrative:
(B)(4). The homechoice evaluation was completed. A review of the event history log identified the following failures: system error 2, reload the set 157, check lines and bags, check patient line, and check final line. During sample analysis, no abnormalities were identified during internal/external inspections. Electrical safety testing was performed and the device passed. Functional testing identified a malfunctioning membrane gasket. The membrane gasket was replaced and the device was able to pass a simulated therapy. The reported unknown alarm was verified during sample analysis as a reload the set 157 alarm. The cause of the issue was determined to be a malfunctioning membrane gasket. The membrane gasket was replaced, and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of an unspecified failure of the homechoice machine (no details provided). There was no report of patient injury or medical intervention associated with the event. No additional information is available.